Event description:
A patient arrived in ccu from cardiac surgery. The pleurovac did not have water in the chamber of the chest tube drainage system. The chamber was filled. The patient did not have any injury from the incident.